Manufacturer narrative:
Concomitant medical product: 407652 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had twiddler's syndrome and pulled back their right ventricular (rv) lead to where it dislodged and fractured. The lead was cut, capped and replaced. No further patient complications have been reported as a result of this event.